Manufacturer narrative:
Additional information: adverse event: outcome attributed to advertisement: requires intervention to prevent permanent impairment/damage . Describe event or problem: (B)(6) the reporter indicated that a 12.6mm, vticm5_12.6, -4.50/4.5/104 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. The lens was repositioned on and unknown date. It is reported that the lens rotation resolved the problem. Lens remains implanted. Type of reportable event: serious injury. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -4.50/4.5/104 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.